Event description:
Medtronic rep called back with the patient present in the clinic, stating that they patient's recharge diary shows most charges as "green" with one "purple". Rep states there was a charge session where they charged for 31 minutes to get to 50%, 20-40% in 40 minutes and 50-100% in 45 minutes. Rep states the green light on the controller quits flashing and then the patient does not know it is not connecting. On the (B)(6), the patient charged to 100% and when they went to bed, it showed 80%, when they woke up they were at 70% and then stayed at that for a "few days". Technical service specialist sent request to repair to replace the controller. Rep states there is no evident damage to the controller and this is happening without the recharger plugged in. Medtronic rep states the patient's controller grey button is broken and does not work

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient mentioned they had been experiencing issues with charging their implanted neurostimulator (ins) since (B)(6) 2025. Patient said they would be charging their implanted neurostimulator and the charging would quit suddenly in the middle of the charge session and the patient would not notice for 20 minutes. Patient mentioned the issue used to happen once in a while, but now, the issue happened every other charge session. Patient had tried changing the recharging speed, but did not resolve the issue. Pt said sometimes the ins only progressed 10% in the span of 20 minutes. During the call, the patient inspected the recharger antenna cord, plug, and the controller port, but no damage was detected. Patient reset the controller and the green light was blinking on the controller when the controller was plugged into the ac power supply and lithium battery pack was installed. Patient initiated a charging session of their implanted device with a recharge quality of excellent. Controller charge was 60% and implant charge was 50%. Implant incremented up to 60% on the call without issue in about 6 minutes. Agent suggested the patient monitor the issue and call back if the issue persisted. Pt called back stating they charged for 20 minutes and ins went from 50% to 80%. As soon as pt unplugged everything, controller showed ins was at 60%. Pt said they had no falls/no trauma. Suggested to follow up with hcp and have hcp and rep check the device. Pt said they will call their rep. Medtronic rep called regarding this case. Agent advised rep to check the recharge diary. Rep plans to meet with the patient.